Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and urethral hypermobility and mesh was implanted. It was reported that following insertion the patient experienced acute cystitis, pain in vagina and abdomen, painful intercourse and recurrent urinary incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent revision /removal of suburethral sling on (B)(6) 2014 and (B)(6) 2015. It has been reported that following insertion the patient experienced urinary incontinence, urinary tract infections, urinary retention and fecal incontinence resulting from botox and trigger point injections. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary incontinence, urinary tract infections, urinary retention and fecal incontinence resulting from botox and trigger point injections. It was reported that the patient underwent revision /removal of suburethral sling on (B)(6) 2014 and (B)(6) 2015.